Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified transmitter issue occurred. Product and data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the log was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term

Event description:
It was reported that unspecified transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.